Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an extrusion of the electrode lead was found. Re-implantation surgery is planned.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. The mechanical damage found during investigation is attributable to the removal surgery. This finding was expected because according to the recipient report the device as explanted due to an extrusion of the active electrode into the external ear canal. Further the medical intervention due to a cholesteatoma might has been a contributory factor to the extrusion of the electrode lead. In addition the active electrode migrated post-operatively out of cochlea. Reportedly four channels were found extra-cochlear at explantation surgery.

Event description:
Extrusion of the electrode lead into the external auditory canal was observed and a partial electrode migration out of cochlear was reported. The user was re-implanted on (B)(6) 2020.